Event description:
Customer reports to have a blank display screen. Customer reports that screen goes blank intermittently and was advised by healthcare professional to have insulin pump replaced. Customer's blood glucose was unknown. During troubleshooting, it was found that insulin pump showed no signs of physical damage, insulin pump was not exposed to moisture; contacts on battery cap were not missing; battery compartment was not damaged or corroded. After troubleshooting, display screen return, then went blank while attempting to view alarm history. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.